Event description:
Caller alleges imprecision with inratio. Results as folows: first test inr = 4.0; second test inr = 3.2. First test inr = 3.1; second test inr = 2.6. First test inr = 3.2; second test inr = 2.5. First test inr = 3.2; second 2.3. First test inr = 3.6; second test inr = 3.0.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070195: first test inr = 4.0; second test inr = 3.2; mean = 3.6; sd = 0.57; %cv = 15.7%. First test inr= 3.1; second test inr= 2.6; mean = 3.9; sd = 0.35; %cv = 12.4%. First test inr = 3.2, second test inr = 2.6; mean = 2.9; sd = 0.49; %cv = 17.4%. First test inr = 3.2; second test inr = 2.3; mean = 2.75; sd = 0.64; %cv = 23.1%. First test inr = 3.6; second test = 3.0; mean = 3.3; sd = 0.42; %cv = 12.9%. The %cv is greater than 20% for all the data sets except for data set 4. Per internal procedure, tr 0150, the precision fails the criteria for precision. The test is considered precise and no further testing is required at this time.